Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 pm after the end user received inaccurate high results from her prodigy diabetes meter. The end user was experiencing confusion and could not think clearly accompanied with a blood glucose result of "hi". The paramedics were called and upon arrival they performed a blood glucose test with their meter but the reporter could not recall the reading. No treatment was given by the paramedics but the end user was taken to the ER. Upon arrival to the ER, the end user's blood glucose reading was 614 mg/dl. She was given insulin to assist in stabilizing her blood glucose levels. After 9 hours in the ER, she was discharged with a blood glucose reading of 140 mg/dl and instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.